Manufacturer narrative:
It was reported that the patient expired in (B)(6) 2017. The exact date is unknown.

Event description:
It was reported that the "wound of pocket" of a port-a-cath® ii implantable access system wouldn't heal. The patient expired.